Event description:
During a crown preparation procedure on tooth #31, patient received a burn to the top right side of his tongue approximately 24mm in size. Patient was under local anesthesia at the time of the procedure. Patient was referred to an ear nose throat specialist for further treatment of the burn and the injury is reported to be healing normally. No further medical treatment is required.

Event description:
Follow-up#1.